Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator did not hold the set o2 concentration value. There was no patient involvement. (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the problem could not be reproduced. No new events on this ventilator have been reported until this date. Evaluations of the received device logs shows matching event on the reported event day. Between mars 16, at 11:01 and 17:53, several alarms for low o2 concentration were generated. A pre-use check was confirmed to be successful prior to this ventilation period. As no goods were returned for investigation, the cause of the reported failure could not be determined.

Event description:
Importer ref. #: cc-cpl-2019-00612. Manufacturer ref. #: (B)(4).